Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the first obtuse marginal artery with one 2.5 x 15 mm xience v stent. On (B)(6) 2011, the patient experienced excessive nausea, vomiting and diarrhea with lower quadrant pain. The patient presented to the emergency room pain free but later experienced left rib cage/left chest pain relieved by nitroglycerin. The patient was admitted to the hospital and treated with intravenous fluids and medication. The patient's cardiac enzymes were elevated and the patient was diagnosed with a non q-wave myocardial infarction. The patient's condition resolved and the patient was discharged from the hospital on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, myocardial infarction, nausea, and pain are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.